Event description:
According to the reporter, during a partial liver resection procedure, the surgeon saw bleeding spot on the wound while suturing the skin. Then, the electrosurgical pencil was used to coagulate the blood. After using it, it was found that the electrosurgical pencil was hot. The patient's skin was checked 3cm to the left of the wound and there was a superficial second degree burn of about 4x4cm in the left abdomen. Afterwards, foam dressings and vaseline gauze were immediately applied to protect the skin. Domestic electrosurgical pen and negative plate was used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.